Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, noticing a discrepancy on the balloon pump numbers and those on the bedside monitor. Exted images revealed fiber optic/auto/ECG/lead iii hr 98/baseline artifact on ECG. Very poor looking fiber optic waveform with whip. The esp personel asked him to move the ECG patches to the anterior chest, applying a little doppler gel. He stated the ECG did look better. The esp personel explained that we do not expect the numbers to correlate.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).